Manufacturer narrative:
Results: is based on evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample and a reserve sample conclusion: is based upon evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample and a reserve sample subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Careful examination confirmed that a portion of the urethane layer had been sheared off the wire in the distal direction from the proximal end at approximately 90mm - 130mm from the distal end. Magnification of the actual sample revealed that the cross-sections of the urethane outer layer had a smooth surface. Examination & testing of undamaged areas on the returned sample found no evidence of an anomaly or defect & performance specifications were met. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device coming into contact with a sharp rigid object. The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00173 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that a guidewire's coating "sheared" during an insertion of a left internal jugular vein power pac port-a-catheter procedure. The following information was provided by the user facility: 1 during insertion of the guidewire into the patient the physician noted that the device began to shear; the wire was removed and another of the same device was used to complete the procedure; and there was no reported impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The involved device has not yet been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information, a retention sample and quality records. Inspection and testing of the retained sample found no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitely determined based upon the limited information available, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).